Event description:
It was reported that during an atrial fibrillation ablation a fadrive was selected for use. During procedure, the faradrive had a leaked valve, and air was seen in the sheath. The sheath was replaced and the procedure was successfully completed without patient complications.

Manufacturer narrative:
Investigation summary: the sheath was returned with the dilator still inserted through the valve which caused visible deformation. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the faradrive's risk documentation was completed and confirmed that the event of air in the sheath was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion codes of cause not established and caused traced to transportation and storage. The deformation of the valve caused by the storage and decontamination of the sheath with the dilator still inserted prevented proper testing of the device.

Event description:
It was reported that during an atrial fibrillation ablation a fadrive was selected for use. During procedure, the faradrive had a leaked valve, and air was seen in the sheath. The sheath was replaced and the procedure was successfully completed without patient complications.